Event description:
The customer contact reported loss of suction. Prior to pt use during the testing of the suction set up, the healthcare professional noted loss of suction. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was discarded. Representative samples from the same lot are expected to be returned for investigation. They have not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained.